Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was found to have a completely dislodged and missing jaw cover. The missing jaw cover measured roughly .5405" x .2580". There are no signs of thermal damage present at the end of any tears. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests on 3 of 3 attempts. The instrument was recognized by the e100. The instrument moved intuitively with full ran of motion in all directions. The grips opened and closed properly. The instrument passed seal and cut tests successfully. There was no physical damage observed during testing. There were no failure logs displayed for this instrument. The probable root cause is attributed to mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the e-200 displayed the error message "incorrect sealing cycle. Inspect jaws for possible damage.". When customer checked with the surgeon of the department of urology, he stated that the error appeared several times when he pressed the cut pedal. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was not inspected prior to use. Issue occurred during hemostasis. When surgeon stepped on the cut pedal, error, incorrect sealing cycle. Inspect jaws for possible damage. It was reported that the surgeon stopped using the instrument in the midway. Error occurred incorrect sealing cycle. There was no sealing completion sound one in three times. Sometimes there were three ascending fast audible tones heard suggesting sealing or sync mode cycle was completed successfully. Coagulation and cutting occurred at same time as it was synchroseal. Target tissue was adipose tissue with microvessels. The jaws did not come into contact with a clip, suture, staple, or other metal objects when the reported issue was noted. The jaws were not immersed in a liquid or contaminated by carbonized tissue (bio debris) prior to or during the sealing cycle. No unexpected bleeding experienced by the patient. Instrument is available to isi for analysis however no photos or videos are available for review.